Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 100-300 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.